Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the first firing on the rectum, the surgeon squeezed the handle to clamp the tissue but could not close the jaws. The surgeon removed the device and re-checked the jaws opening/closing successfully. When the surgeon re-inserted the device to clamp the tissue, he still could not close the jaws. A new reload and handle were used but the same problem occurred. The case was completed using a competitors device. No patient injury.